Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinders body. Cylinder 2 has pinhole leak in proximal cylinder body attributed to sharp instrument damage which likely occurred during the explant. Tool marks from a clamp/hemostat in the cylinder outer tube was present. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the labeling confirmed the reported adverse event of infection is included in the product labeling. Review of the labeling confirmed the reported adverse event of infection is included in the product labeling. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis(ipp) device due to an infection. A patient outcome of well was reported.

Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis (ipp) due to an infection. No additional patient complications were reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinders body. Cylinder 2 has pinhole leak in proximal cylinder body attributed to sharp instrument damage which likely occurred during the explant. Tool marks from a clamp/hemostat in the cylinder outer tube was present. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the labeling confirmed the reported adverse event of infection is included in the product labeling. Review of the labeling confirmed the reported adverse event of infection is included in the product labeling. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
System components: model- 72404155, lot- 1000325371, model- 72404323, lot- 1000227599.

Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis(ipp) device due to an infection. A patient outcome of well was reported.